Manufacturer narrative:
Investigation is on-going so follow-up reporting to this MDR will be provided to FDA upon completion.

Event description:
During a helmet change, the helmet changer drive actuator separated from the helmet changer. The separation occurred at the upper bracket of the helmet changer and the top of the shaft of the linear actuator. It appeared that the upper attachment point of the linear actuator unscrewed, separating it from the actuator drive shaft. The helmet changer fell a very short distance as they were about to do a helmet change on the trolley. The customer was having an issue where the helmet would not unlock onto the trolley. This was probably due to the switch and sensor not both being activated at the same time. The upper coupling was unscrewing and as such both sensors were not activating simultaneously. No one was injured but the customer heard a loud sound when the helmet fell the short distance to the helmet trolley.